Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because apply sample - meter was not resolved with troubleshooting.

Manufacturer narrative:
(B)(6) 2011: the lay user/patient's meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin 2 lifted high. A seconday issue noted where the spc was found to be dirty. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k)# is k082590.